Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm. Customer's blood glucose level ranged from 126-190 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin delivery. In addition, it was reported that the insulin gauge was observed to be fluctuating. No troubleshooting could be performed since issue occurred in the past and customer had already changed pump supplies.